Event description:
It was reported the physician placed two trial leads and tested the leads intraoperatively. When the mts was connected to both leads impedances were noted. It was reported stimulation could not be delivered through the leads. The patient did, however, feel shocking sensations when the power button was turned on using the mts. It was reported the mts was the common device during the procedure. The physician aborted the trial procedure, and removed the leads due to the issue.